Event description:
Device issue: none. Adverse event: sub-acute thrombosis requiring treatment. Onset of adverse event: after the procedure. It was reported that the procedure on (B) (6) 2010, was to treat the proximal, mid, and distal circumflex lesions. There was mild tortuosity, moderate calcification, and was a de novo bifurcation. After pre-dilatation of the lesion with another company's balloon catheter, the xience v stent was deployed at 12 atmospheres. Then, intravascular ultra sound (ivus) was performed in the proximal part of the deployed stent and it was confirmed not to be fully dilated. Using the kissing balloon technique (kbt), the stent was post dilated. Ivus was attempted again, but the ivus catheter failed to cross due to tortuosity. The stent was confirmed to be fully dilated on angiography. On (B) (6) 2010, the pt had percutaneous coronary intervention (pci) of another lesion. At the same time, the lesion where the xience v stent was implanted was examined and there appeared to be thrombosis inside the stent, so plain old balloon angioplasty (poba) was performed.

Manufacturer narrative:
(B) (4). Pt selection. (B) (4). The stent remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.